Event description:
Home pt (hp) reports leak from open clamp on effluent sample line of drain line of homechoice set. Hp was instructed to close clamp on this line when not in use. Hp reports hp left clamp open due to difficulty in draining. Hp agreed to notify baxter technical service center in future if difficulty in draining is experienced as two issues are not related. No pt injury or medical intervention required per hp.